Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced a jack drift. There was no patient involvement.

Manufacturer narrative:
The 1 devices that was pending evaluation were evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced a jack drift. There was no patient involvement.

Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this. An additional event was identified and therefore added to this summary report. 1 device is still pending evaluation.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced a jack drift. There was no patient involvement.